Manufacturer narrative:
The ge svc rep ordered and replaced the harddrive. The sys boots satisfactory at this time.

Event description:
The customer reported the monitor is intermittently not booting up. No pt injury was reported.